Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service did not confirm the customer's complaint. During the device evaluation, the generator was found to be missing four mounting feet and there was a deep scratch on the baseplate. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility reported that while using the cut mode of the pk superpulse, a check irrigant/electrode message was received. It is unknown when the issue occurred. There was no patient injury or adverse event reported to olympus.